Event description:
It was reported that the patient presented in the ER with a device that was in backup vvi with hv therapy disabled. Patient received several shocks with rhythm described as chaotic; going back and forth between vt/vf. Patient converted with external defib.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.